Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump was not as loud as it. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the screen was dim. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due loose drive support disk. No audio or vibrate anomaly and no charge or battery lasts less than expected anomaly noted.